Event description:
Patient reported they had an initial consultation with an orthodontist who recommended them to cease byte aligner treatment. The patient has loss buccal bone at #24 and 25 and dehiscences in other areas. This needs to be carefully monitored by a dentist to prevent further buccal bone loss, recession, periodontal disease and possible mobility. A letter of recommendation has been provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.